Event description:
During a follow up, noise resulting in oversensing, increased capture thresholds and increased pacing impedance were observed on the right ventricular (rv) lead. Rv lead fracture was suspected and confirmed with x- ray imaging. The rv lead was capped and replaced to resolve this event. The patient was stable.